Manufacturer narrative:
(B)(4). Date of birth: the patient was born in 1972. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis therapy. One day after this report was received, the patient was hospitalized for the event. The cause of peritonitis and treatment for the event were not reported. Physioneal 40,13.6 clearflex and physioneal 40, 22.7 clearflex therapies were discontinued, and the patient switched to continuous ambulatory peritoneal dialysis therapy. The action taken with physioneal 40, 13.6 duo therapy was not reported. Patient outcome was not reported. No additional information is available.